Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. The rep stated that they saw the patient on (B)(6) 2017 for a normal reprogramming session. The patient indicated that their charging was going great but when the rep used the physician programmer it showed a typical coupling of 0 bars. The patient indicated that the most they were getting was 3 coupling bars. They were still able to charge. The rep used the antenna locate which showed 68 and no coupling bars. Technical services suggested that the next time the rep sees the patient that they bring their recharger so they can look at the recharging statistics. There were no patient symptoms reported and no complications reported. Additional information was received from the patient and a manufacturer representative. It was reported that the patient was able to recharge twice successfully with good coupling after implant, but since then it has been poor and the patient has had to charge all day. The manufacturer representative reported that they could feel the tip of the implant and noted that it felt deep. The representative reported that there was movement at the ins site. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(4)2018 the rep stated that the implantable n eurostimulator (ins) was flipped in the pocket. The healthcare professional (hcp) used tyrx. Intra-operatively connectivity check with the recharger showed 8 black boxes. No further complications were reported/are anticipated.

Manufacturer narrative:
The event is now reportable for an adverse event and product problem. The event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the office confirmed that the pocket was too deep. The patient was going to be scheduled for a revision, but the revision was not scheduled yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2017-nov-07 indicating that they were waiting for the patient to get x-rays. No further complications were reported/are anticipated.